Manufacturer narrative:
The subject device referenced in this report was not returned to olympus as it was sent to an independent laboratory for destructive sampling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
As part of the olympus (B)(4), the evis exera iii duodenovideoscope was microbiologically cultured and tested positive for organisms. A therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, and post reprocessing, samples were collected from the distal end and channel on the scope and sent to an independent laboratory for testing. The test results provided the total recoverable aerobic bioburden as colony forming units (cfus) per sample. The channel tested positive for one (1) colony of staphylococcus lugdunensis, four (4) colonies of staphylococcus epidermidis, and one (1) colony of bacillus cereus. The distal end tested positive for forty-one (41) colonies of staphylococcus lugdunensis, thirty (30) colonies of staphylococcus capitis, and twelve (12) colonies of staphylococcus aureus. No patient harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information from the legal manufacturer's investigation. H6 - added codes for type of investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The following information is stated in the instructions for use (IFU): "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the olympus endoscopy support specialist (ess) observation, the independent laboratory test results, the device evaluation, and the legal manufacturer¿s investigation. An olympus endoscopy support specialist (ess) visited the customer to perform an observation of the reprocessing techniques. Site reprocessing staff member was audited on september 22, 2021. No reprocessing procedure deviations were observed. The device was sent to an independent laboratory for destructive culturing and sampling. Destructive sampling took place on (B)(6) 2021. All sixteen (16) required scope sampling points were sampled. The samplers reported, ¿once the air/water nozzle was successfully removed from the scope, the air/water nozzle flew off the tweezers. We were able to locate the air water nozzle and placed it in the extraction media. Air/water nozzle was in the false bottom of the hood and was no longer in the sterilize location.¿ the organisms of interest were not recovered from the scope during destructive sampling. No damage to the scope was observed on any of the fourteen (14) inspection areas during destructive inspection. No cracks, scuffing, or chips were observed. A borescope inspection after destructive sampling identified a residue, black spots, and debris, in the instrument channel. No residue or debris was observed in any of the other thirteen (13) areas of inspection. The device was returned to an olympus for evaluation after destructive culturing and sampling. The bending section cover, c-ring holder, nozzle, l-arm, l-arm cover, and forceps riser were missing. There was a cut on the k-wire. The scope leak check was unable to be performed due to a missing bending section cover and c-ring holder. The plastic distal end cover insultation was unable to be checked due to a missing c-ring holder. The guide wire tension test, k-lever and forceps elevator, and catheter test were unable to be performed due to a missing forceps riser and l-arm/forceps elevator and l-arm cover. The legal manufacturer performed an investigation. Staphylococcus lugdunensis and staphylococcus aureus are non-gastrointestinal human origin organisms. The low concern organism bacillus cereus was isolated from the sink the week prior to (B)(6) 2021, and the day of sampling (B)(6) 2021. No sampling procedure deviations were observed. No reprocessing procedure deviations were observed. The organisms of interest were not recovered from the scope during destructive sampling. No damage to the scope was observed. No information was available regarding the end of procedure time and start of manual cleaning for the duodenoscope. In addition, at study onset in (B)(6), the reprocessing technicians at site three (3) were initially hesitant to ready the evis exera iii duodenovideoscopes for procedures. In early july, all site three (3) reprocessing staff members were retrained on how to clean the evis exera iii duodenovideoscope. Since that additional round of training, there has been no hesitation to use/clean the scopes. Environmental sampling and monitoring were performed as part of the post market clinical study (B)(6). The provisional root cause was potentially insufficient reprocessing, potentially contamination during sampling (sampling media, sampler, laboratory), potentially environmental contamination from the reprocessing room environment.